Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did no t deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results:from the investigation, a fully unraveled seal was received without the tension spring components or delivery assembly (hub, plunger & deployment tube). A fully unraveled seal indicates successful deployment and removal from patient. Therefore the complaint is not confirmed.